Event description:
It was reported that while in the pt's room, the pt noticed a major leak coming from the catheter and was experiencing a lot of pain. The nurse realized fluid was leaking from the catheter, towards the end near where the pump was connected and reported "it appeared as though there was a hole in catheter." As a result, the doctor decided to cut the catheter and reconnect it to the snaplock then back up to the pump. The insertion site was the inner scalene. There was a delay however, there was no reported death or complications to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.